Manufacturer narrative:
Per tandem user guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the reporter, the pump supplies were not changed out as directed, and subsequently the "site became occluded", the customer got the flu, and experienced diabetic ketoacidosis. The customer ultimately passed away from cerebral edema. A review of pump data will be performed, and the results will be submitted in a supplemental report.

Manufacturer narrative:
G3 (date received by mfg) updated to 7/16/2024, g3 (date received by mfg) updated to 7/16/2024.